Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation could not be conducted because no lot number was provided by the customer. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Before the case started, a small pericardial effusion at baseline was observed using eco. The physician checked before the case ended and thought the effusion had gotten bigger. Transseptal puncture was performed. Cardiac tamponade was confirmed by intracardiac echo (ice). There was no evidence of steam pop. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient fully recovered after pericardial drainage. No extended hospitalization was required. Per physician causality opinion a perforation occurred sometime during the procedure, however the exact cause is unknown. No bwi product malfunctions were reported. Force visualization features used were vector, visitag and dashboard. The irrigation flow rates were within the instructions for use (IFU) standards. The visitag settings were 3 mm lesion size, 2 mm stability at 3 seconds, time as coloring option. No additional visitag filters were used. No error messages were displayed on any bwi equipment.